Manufacturer narrative:
Analysis of the returned 102-9800 lot number 40018346 revealed that both tips of the driver were completely sheared off, rendering the device incapable of engaging with the spacer. The damage is likely caused by the driver being subjected to excessive force. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage occurring when used with forced deployment is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that while deploying the indirect decompression spacer during an initial implant procedure, the tip of the driver became seeded in the implant and broke. Attempts to remove the driver tip from the spacer were unsuccessful, and as a result the spacer could not be deployed any further. The physician decided to leave the spacer implanted at approximately 70-75 percent deployment, with the tip of the broken driver in place. It was noted that although there was no thick bone, osteophytes, or other obstructions, the physician had used excessive force during the procedure.

Event description:
It was reported that while deploying the indirect decompression spacer during an initial implant procedure, the tip of the driver became seeded in the implant and broke. Attempts to remove the driver tip from the spacer were unsuccessful, and as a result the spacer could not be deployed any further. The physician decided to leave the spacer implanted at approximately 70-75 percent deployment, with the tip of the broken driver in place. It was noted that although there was no thick bone, osteophytes, or other obstructions, the physician had used excessive force during the procedure.

Manufacturer narrative:
Analysis of the returned 102-9800 lot number 40018346 revealed that both tips of the driver were completely sheared off, rendering the device incapable of engaging with the spacer. The damage is likely caused by the driver being subjected to excessive force. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage occurring when used with forced deployment is noted within the IFU as a potential complication associated with the use of the device. Additional scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the reported device damage was associated with the presence of excessive hydrogen in the instrument material.

Event description:
It was reported that while deploying the indirect decompression spacer during an initial implant procedure, the tip of the driver became seeded in the implant and broke. Attempts to remove the driver tip from the spacer were unsuccessful, and as a result the spacer could not be deployed any further. The physician decided to leave the spacer implanted at approximately 70-75 percent deployment, with the tip of the broken driver in place. It was noted that although there was no thick bone, osteophytes, or other obstructions, the physician had used excessive force during the procedure.

Event description:
It was reported that while deploying the indirect decompression spacer during an initial implant procedure, the tip of the driver became seeded in the implant and broke. Attempts to remove the driver tip from the spacer were unsuccessful, and as a result the spacer could not be deployed any further. The physician decided to leave the spacer implanted at approximately 70-75 percent deployment, with the tip of the broken driver in place. It was noted that although there was no thick bone, osteophytes, or other obstructions, the physician had used excessive force during the procedure.

Manufacturer narrative:
Correction to block h6: patient and impact codes.

Event description:
It was reported that while deploying the indirect decompression spacer during an initial implant procedure, the tip of the driver became seeded in the implant and broke. Attempts to remove the driver tip from the spacer were unsuccessful, and as a result the spacer could not be deployed any further. The physician decided to leave the spacer implanted at approximately 70-75 percent deployment, with the tip of the broken driver in place. It was noted that although there was no thick bone, osteophytes, or other obstructions, the physician had used excessive force during the procedure.

Manufacturer narrative:
Fields h7 and h9 were updated. An urgent medical device correction (97003015-fa) was delivered to physicians in may 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals.

Event description:
It was reported that while deploying the indirect decompression spacer during an initial implant procedure, the tip of the driver became seeded in the implant and broke. Attempts to remove the driver tip from the spacer were unsuccessful, and as a result the spacer could not be deployed any further. The physician decided to leave the spacer implanted at approximately 70-75 percent deployment, with the tip of the broken driver in place. It was noted that although there was no thick bone, osteophytes, or other obstructions, the physician had used excessive force during the procedure.

Manufacturer narrative:
An urgent medical device correction (97003015-fa) was delivered to physicians in (B)(6) 2023 communicating the potential for superion indirect decompression system (ids) driver instrument tip breaks to occur with use of excessive force during the implant procedure. Driver tip damage may be readily detected via visual, audible, and/or tactile signals. The returned driver was analyzed and visual inspection revealed that the end of the driver was damaged and that the tips of the driver were completely sheared off. Field return samples from complaints spike were sent for scanning electron microscopy (sem) analysis, material composition, and hardness testing. Analysis results indicate the failure is associated to presence of excessive hydrogen in the instrument material. The reported complaint was confirmed, and the most probable cause is related to a manufacturing deficiency. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. The labeling reviewed states to avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.